Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
Material no. 309653. Batch no. 8303516. It was reported that the bd 60ml syringe luer-lok¿ tip the plunger handle has a crack at the end. There were three occurrences. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. The plunger handle has a crack at the end.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309653, batch no. 8303516. It was reported that the bd 60ml syringe luer-lok¿ tip the plunger handle has a crack at the end. There were three occurrences. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. The plunger handle has a crack at the end.